Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer changed the syringe needle and multiple cartridges to address the issue. Customer¿s blood glucose was 289 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.